Manufacturer narrative:
Device received with no button response at up due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, corrosion was found at the keypad traces. Device received with cracked reservoir tube lip and cracked battery tube threads, cracked belt clip slot, cracked case from display window corner, cracked case, missing end cap sticker, stained end cap sticker and cracked case from reservoir tube window corners. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had button error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.